Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked fluid during peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative assisted with ending therapy. The patient would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.